Manufacturer narrative:
It was reported to abbott a patient¿s post -op x-rays showed one lead had migrated anteriorly and the other lead migrated distally slightly. The patient underwent a revision where the left lead was able to be pushed from t8 back to the top of t7. The same anchor was used. No product was explanted or implanted. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates the patient underwent a lead revision on (B)(6) 2025. The left lead was repositioned to address the issue. Therapy has been restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s leads have migrated that was confirmed via x-ray. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that patient experienced ineffective therapy due to the lead migration.